Event description:
It was reported that the patient was explanted due to polyps growth around the electrode array lead in the middle ear. Patient's internal device was explanted in 2007. The patient will not be reimplanted.